Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eri, which was declared on the (B)(6) 2017. The follow up data from the 20th of january 2017 documented that the previous follow up on this device was performed on the (B)(6) 2009, one day after the device was implanted. The device was implanted for 88 months. The amount of charge taken from the battery was verified. The battery condition was found to be as expected. The ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In conclusion, the pacemaker was fully functional. The battery status was anticipated after an implant duration of 88 months.

Event description:
It was reported that approximately 87 months after implant, this device stopped pacing. The pacemaker has not been returned for analysis, but it was explanted.